Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. It was requested by FDA medwatch program department on 15-jan-2021 to re-submit this form 3500a as there was no record of the initial report submission in the emdr system. The information contained in this initial report was correct at the time it was originally submitted on 08-sep-2017.

Event description:
The customer reported that they were treating a patient lung/mediastinal region. In the CT the patient was setup in the decubitus right position and the scan orientation was correctly labelled as such in the CT file. The plan was generated in the tps and exported to mosaiq without issue. The physician had requested cbct imaging to ensure proper patent positioning and alignment to this soft tissue target. During physics double checking the plan, it was identified that the reference CT iso-coordinates were not correct and the reference image was actually rotated by 180 degrees. Based on the available information there has been no actual mistreatment.